Event description:
Caller alleged discrepant inratio precision results. Results are as follows: date: (B)(6) 2013; inratio: 1.1; inratio re-test: 2.2. Therapeutic range: unk. Time between tests: 5 minutes.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013; inratio: 1.3; 2nd inr: 2.2; mean: 1.65; sd: .78; %cv: 47.14. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Customer added multiple drops and touched the strip during the sample application. These factors can impact the sample migration resulting in inaccurate results. The last in-house therapeutic donor testing performed on reported lot 305773 on (B)(4) 2013 yielded the following results: donor 1: inratio: 2.3, 2.0, 2.0; references: 2.51; bias threshold: 1.51-3.51; %cv: 8.25. Donor 2: 2.6, 2.7, 2.9; 3.31; 2.31-4.31; 5.59. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donor produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not needed at this time.